Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2026, a single-use intravenous catheter was placed for the patient to administer intravenous fluids. During a subsequent nursing round, it was discovered that the catheter needle was leaking blood, causing blood loss and staining the bedding. The catheter was removed. Due to the patient's ongoing need for intravenous fluids, a second puncture was performed to reinsert the catheter. The patient subsequently received intravenous fluids without further issues.

Manufacturer narrative:
Investigation results: during the analysis of this complaint, the batch history, nonconformance records, and corrective maintenance logs were reviewed, and no records and/or evidence were found that could be linked to this occurrence. Furthermore, since the complaint was not received by a sample or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation results so far, no root cause has been identified for this complaint.

Event description:
No additional information.